Event description:
The customer called to report that she was hospitalized. No date was given. The customer felt that the hospitalizations were due to the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.